Event description:
It was reported that this device could not be interrogated. Years ago, the doctor had programmed the device therapy off. Today, the device could not be interrogated. The device has been implanted greater than twelve years. The doctor will explant the device later. There were no adverse patient effects. The device remains implanted.